Event description:
It was reported that patient was revised for instability on a left hip. 50 psl cup, 28 neutral liner and 28 +4 head were removed. Reimplanted new cup with screws and mdm liner.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 50 psl cup. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.